Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a high blood glucose which was 536 mg/dl. The customer declined troubleshooting. Customer does not alleges that the pump was under delivering. The insulin pump will not be returned for analysis.